Manufacturer narrative:
Zoll has not received the icy catheter for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
Ivtm therapy was initiated for a patient whose primary cause for hospitalization was resuscitation, and the need for ivtm therapy was hypothermia. An icy catheter (lot #200982) was smoothly inserted into the patient's right femoral vein. The patient's temperature at the start of ivtm therapy was 36.2°c, with a target temperature set to 33°c at the max rate. On the second day of therapy, the customer noticed an empty saline bag, and the thermogard xp ivtm system generated an 'air trap warning' alarm. The temperature at the time of the issue was 33°c. The customer removed the catheter and replaced it with another to continue the therapy. The catheter's dwell time was 28 hours. No patient injury was reported.

Manufacturer narrative:
The catheter involved in the reported complaint will not be returned for investigation because the customer has disposed of it. Therefore, a physical investigation could not be performed, and the root cause could not be determined.